Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 the 3.25x18 mm xience sierra stent was implanted in the first obtuse marginal coronary artery. On (B)(6) 2019 the patient had chest pain and was noted to have in-stent restenosis. Another stent was placed to treat the restenosis. The condition resolved and the patient was discharged the next day on (B)(6) 2019 in stable condition. No additional information was provided.